Event description:
On an unreported date, the patient experienced peritoneal sclerosis and was hospitalized. The treatment for peritoneal sclerosis was to discontinue peritoneal dialysis therapy. Two days later, the patient was discharged from the hospital. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information becomes available, a follow up report will be submitted.